Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged sensor board. There was no patient involvement or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection was performed on the device. The reported condition was verified, though a cause could not be determined with the provided information. The device was unable to be repaired, as there was no sensor board in stock. Should additional relevant information become available, a supplemental report will be submitted.